Event description:
Enclosed please find one of the 3 half pins that broke during insertion in the last few weeks. Also, an x-ray is enclosed showing 2 half pins in the same patient that broke in a similar manner. Please call me to discuss this further.